Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device header pins had to be reseated after measuring high lead impedance. The device header pin seemed to have a piston effect. After normal impedance was obtained, the pocket was closed and the device remains in use. No patient complications have been reported as a result of this event.